Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The nurse of a peritoneal dialysis (pd) patient called the technical support team to report an error message the patient had encountered during fill 1/4 of treatment. The nurse changed the position of the tubing and rebooted the cycler but was unable to go past the error message. The nurse decided to reset up with all new supplies and as she was taking the cassette out of the cycler, she noticed some moisture inside the cycler and on the outside of the cassette area. Technical support advised to discontinue the use of that cycler and have the patient use continuous ambulatory peritoneal dialysis (capd) supplies to complete the treatment while waiting for the new cycler to arrive. Upon follow up with the patient, it was determined that he used manual supplies to complete the treatment using capd. The patient stated that he did not experience any adverse events as a result of this incident.